Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no problem detected. Customer conformed that issue is resolved. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system fridge is not working and nurses cannot pull the drugs from the fridge. The customer reported that user was not able to remove/issue meds to the patient during the malfunction and there was a delay in issuing medications to patient. There were no adverse events or injuries reported based on this event.